Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2014 with the following findings: during testing, the pump powered on to a blank display screen with functioning auditory and vibratory features. The display screen was observed to be cracked. The pump powered on with a test display screen to a functioning display screen.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.